Event description:
In the initial report to 3m espe, the pt was described as feeling that her throat was constricted and that breathing was difficult. At a later point in time (2006), the dentist reported that the pt suffered an anaphylactic shock. At this time, the pt allegedly was in hosp. The reason for the hosp stay and the treatment provided to the pt, however, was not reported to 3m espe.

Manufacturer narrative:
Although the pt reportedly has many pre-existing allergies it is not known to 3m espe to which specific substances the pt might react. Additional info on the symptoms the pt allegedly suffered (besides the feeling that the throat was constricted and breathing was difficult) was not made available to 3m espe. For reasons unk to 3m espe, there is no further contact between the dentist and the pt because of this, no additional follow-up info is available about the nature of the reaction, the treatment details, etc. Therefore, no conclusions can be made regarding the involvement of the 3m espe product in this case.